Event description:
Boston scientific crm received information that approximately 2 weeks post implant of this device, right ventricular shock lead impedance measurements had increased to greater than 125 ohms. No adverse patient effects were observed.

Manufacturer narrative:
A revision procedure was performed to assess the electrical integrity of the right ventricular defibrillation lead. All measurements were within normal limits, so it was determined that the connection between this device and the terminal pin of the high voltage portion of the right ventricular defibrillation lead were not securely connected. The lead was re-seated into the header of this device and securely connected. No other adverse patient effects were observed. At this time, no additional information is available. If additional information becomes available, this report will be updated.